Event description:
It was reported that resistance was encountered loading another co's guide wire into the dilatation catheter; this resistance was believed to have been caused by blood on the guide wire. The dilatation catheter was removed, and the tip of the dilatation catheter was observed to separate. The device was not used on the pt.